Manufacturer narrative:
(B)(4)

Event description:
On (B)(4) 2012, it was reported that rotaflow console with serial number (B)(4) located at (B)(4), will not generate revolutions per minute (rpm).(B)(4)